Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced endothelial cell loss. Lens was explanted. Cause of event was not reported.

Manufacturer narrative:
Corneal endothelial cell loss. Claim# (B)(4).